Event description:
Customer reported being hospitalized due to high blood glucose. Customer also reported having motor error and excessive no delivery alarms. Troubleshooting performed and pump appeared to be functioning as designed. Customer was instructed to change out set inject as per md.